Manufacturer narrative:
S/n unknown and will attempt to get it. No UDI applies in gudid for this is a class I device which is not currently under UDI requirements. There is no expiration date on this product only the blades that are used with the clipper. The defect occurred on the clipper handle. The investigation is still pending. The injury to the technician is being reported under 2110898-2017-00125. There was one clipper used but resulted in two incidents during use.

Event description:
A male patient, between the age of (B)(6), was scheduled for bariatric surgery. His abdomen was being clipped with the surgical clipper prior to surgery. The clipper base was in contact with his skin during clipping. The technician handling the clipper alleged a small shock; black fumes which allegedly came from the clipper. The technician left the clipper on the patient's skin. A blast and smoke allegedly came from the clipper; the room smoke detector sounded. The clipper fell from the patient to the floor. The patient allegedly received a 1st degree burn about 2 inches square. Unspecified antimicrobials and/or antiseptics were applied and a dressing was also placed on the burned area.